Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine device change out, when the physician connected this right ventricular (rv) to the new implanted medtronic device, this rv lead exhibited loss of capture. The rv lead was removed from device port, lead tip cleaned, and re-inserted. At which time the rv lead again exhibited loss of capture. This rv lead was surgically capped/abandoned (i.e., it remains implanted but is no longer in service). No additional adverse patient effects were reported.